Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). The lesion was treated with pre-dilation. After the stent protector was removed, a 2.50x38mm synergy drug-eluting stent was advanced but the device was unable to cross the lesion even after multiple attempts. It was then noticed that stent strut was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed stent damage. Stent strut rows 1, 2 and 10 on the proximal end of the stent were damaged and deformed. The undamaged section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector was reviewed. Based on the specified stent protector profile and the maximum crimped stent profile for this device, there is no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). The lesion was treated with pre-dilation. After the stent protector was removed, a 2.50x38mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion even after multiple attempts. It was then noticed that stent strut was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.